Event description:
During the procedure the esophageal balloon dilator popped while in process of stage 2 inflation (from 60 psi to 90 psi. It was noticed and immediately removed from the patient without difficulty. There was no harm to the patient.